Event description:
Additionally, health professional reported left side "grade iii contracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, yellow particles and opening curved on radius leak test and microscopic analysis was performed which identified a striated opening on radius, non-penetrating nicks, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.